Event description:
It was reported that the rigid endoscope telescope was dropped, resulting in a chip in the lens. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.